Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices were received at juarez lab, visual inspection reveled that the tip of both device shows activations signs, handle, cable. Plug and shaft do not show structural anomalies. Functional test was conducted for both devices, ablation and coagulation function were activated as intended. The devices will be sent to the manufacturer for suction test. Two vapr tripolar 90 suction elect were returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual inspection reveled that the tips are in used condition with tissue debris in the suction holes. Handle, cables and plugs assemblies were in good condition. Saline residue in the suction tubes. Device no. 2 could be seen to have some discoloration possibly due to some heating effect. Both device passed all electrical checks. Device 1 passed successfully functional testing. Device 2 only failed flow rate test before activation. Two complaint devices have been returned to atl UK for investigation. From our investigation we were unable to reproduce the customer reported problem that the tripolar electrode was a spark at the tip and back on either of the returned devices. With the exception of device 2 flow testing being slightly below specification prior to activation, tissue debris was cleared during activation and then passed flow test, both returned devices passed electrical and functional testing with no sparking observed during testing at atl UK. Activation was found to be consistent and as expected. Both returned complaint devices were found to meet the manufacturers specification-and perform as expected; therefore, no further investigation is possible regarding the returned complaint devices. The root cause of the customer reported sparking issue could not be determined. Based on a review of the investigation findings no correction action has been implemented by atl UK. Based on the investigation findings, it is not possible to substantiate the issue reported by the customer. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information received stated the device was returned for investigation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (u2401081), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: e1: the initial reporter's facility name and address were not provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in thailand that during an unspecified surgery on (B)(6) 2024, it was observed that the vapr tripolar 90 suction elect device had a spark at the tip and back. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.